Manufacturer narrative:
No product was returned for evaluation. Review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombosis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that 15 minutes following the deployment of the angio-seal, the patient complained of a painful leg. The patient's leg became white and pulse less. The patient was kept overnight for observation and was discharged the following day with returned pulses and a pink leg.